Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 18462205.

Event description:
It was reported that the patient scs did not provide enough pain relief. The patient underwent an explant procedure were the entire system was removed. The explanted device was disposed at the facility.